Event description:
Medical records received. After review of the medical records for MDR reportability, the lot number has been provided for the sleeve and part/lot has been provided for the stem.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported via sales rep asr xl right reason(s) for revision : elevated metal ion levels update rec¿d (B)(6) 2014 - user facility medwatch report (B)(4) received. Part/lot information and doi provided. Report indicates patient was revised to address adverse reaction and recall. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014 update rec'd (B)(6) 2015- litigation papers received. Litigation alleges pain, metallic debris, loosening, inhibited ability to walk, and elevated metal ion levels. The existing MDR decision has been reversed and the sleeve has been reported. The stem is being added because of elevated metal ion levels. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable see section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.